Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal unraveled and one seal cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection shows that the seal is outside of deployment tube unraveled. Other observations are that portion of tension spring still loaded inside deployment tube and plunger was depressed. Therefore the complaint is confirmed based on how the seal was received. A lhr review cannot be performed because the lot number was not provided by the hospital.